Event description:
The customer reported that the avalon fm20 fetal monitor speaker is not functioning properly. It is not confirmed if there was sound. It is unknown if device was in use at time of event. No adverse event to the patient/user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the avalon fm20 fetal monitor speaker is not functioning properly. It is unknown if device was in use at time of event. No adverse event to the patient/user was reported.